Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07616. It was reported the patient was unable to locate the ipg with the patient programmer at her reprogramming appointment. The patient no longer had stimulation. It was reported the patient was to attempt to recharge the ipg. Follow up identified the patient was not able to locate the ipg using the charging system and reported she had not recharged the ipg for some time, since she had misplaced her charging system. A replacement charging system was sent, but did not resolve the issue. In addition, the patient reported she did not like the sensation from her stimulation when the system was working. It was reported surgical intervention was to be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.